Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The reported event was patient death. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.